Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found evidence of foreign material consistent with use. The ptfe pad (teflon pad) was inspected and found it in slightly worn, no metal exposed. Small scratches were noted on the jaw. The gold coating on the metal sheath is flaking and peeling off, exposing metal. Approximately 1.36mm x 1.5mm of the gold insulation is suspected to be missing. The device was attached to the test usg-400/esg-400 and passed the probe check. The probe unit was noted to be scratched, misaligned and indented. An u512 ¿open circuit ¿error message was observed when the jaws were closed and the seal/cut function was activated. This is normal when there is insufficient tissue between the jaw and probe. The output was tested and found normal activation. The instruction manual warns users ¿if the grasping section, metal-exposed area or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿

Event description:
Olympus was informed that during a total thyroidectomy procedure, the doctor attempted to use the handpiece but it did not function and there was no power to it. The doctor used a second handpiece and completed the procedure with no patient injury.